Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer woke up with blood glucose of 400 mg/dl. Customer also reported that battery longevity was not long. Customer's blood glucose at the time of call was 192 mg/dl. Troubleshooting was performed and customer was advised to monitor insulin pump.